Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when consumer injected insulin using bd pen needle autoshield¿ duo 30gx8mm EU the insulin leaked out at the needle.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that when consumer injected insulin using bd pen needle autoshield¿ duo 30gx8mm EU the insulin leaked out at the needle.

Event description:
It was reported that when consumer injected insulin using bd pen needle autoshield¿ duo 30gx8mm EU the insulin leaked out at the needle.

Manufacturer narrative:
Investigation summary: one hundred sealed 30g x 8mm autoshield samples were returned from lot. No. 8284805, cat. No. 329608. A clog test was carried out on all one hundred samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.